Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) battery is not holding a charge, and yesterday it got completely dead, so they charged it up to 100%, and when they checked this morning, the ins battery is already at 80%. Patient stated that they usually charge their ins within 5 days, and that when they first got their new ins, they were only using 50% of the ins battery, and their ins battery doesn't hold as long as they first got it. Patient stated that they have been riding a bike, and they try to keep their head straight, and was wondering if it might be the reason behind the issue. Patient stated that the faster ins depletion started at the same time they started riding a bike. Agent redirected the patient to the hcp to further address the issue and documented reported events.